Manufacturer narrative:
H3-inspection of the returned device analyzed six different particles by ftir and sem-edx. Their spectra were consistent with wax, sodium hyaluronate, phenoxy resin, two tialv alloys, and phosphate salt with organic material, respectively. The wax observed during particle analysis was present in quantities below the limit of detection of gc-ms. H6- investigation code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye, toxic anterior segment syndrome (tass) was diagnosed. No additional diagnostics were performed. Severity was not provided. Information regarding concomitant products used intraoperatively was not provided. In a separate visit treatment was performed of cleaning and lens removal. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Corneal edema, iop above baseline, iritis and intraocular inflammation are identified in the labeling as known adverse events following icl implantation. The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to inhale should not be used. The dfu states a warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or re-sterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. The cause of the event was due to remnant of foreign matter in the eye and therefore is not device related. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- it was reported that recovery was observed on day 122 post op. A replacement lens of unknown parameters was implanted. Post-op the ucva was recorded as 20/10 (better than pre-op bcva 20/20). Claim# (B)(4).